Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the image went black when inserting the connected glidescope spectrum single-use lopro s3 laryngoscope into the patient's mouth. The customer reported connecting a different blade but the same issue occurred. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the reported video monitor and was able to confirm the reported image issue. When connecting the reported video monitor to known, good, test verathon equipment, the video monitor failed to produce an image. The video monitor displayed the logo upon boot-up, the battery indicator, and the "connect a device" icon. The camera image quality test was performed for the video monitor and failed. The issue was isolated to the monitor's failed hdmi connector. Upon completion of the evaluation, the video monitor's hdmi connector was replaced and the device was returned to the customer. Corrective actions is not required at this time. Verathon will continue to monitor for trends.